Event description:
Patient with heartware lvad for 2.5 years presents with 3rd episode gi bleeding during vad therapy. Pt was transfused >15 units blood over 4 weeks due to inability to localize the bleeding site, despite repeated, numerous, various gi related procedures